Event description:
A customer contacted baxter's technical service center where a caregiver (cg) needed end therapy assistance during fill 1 on a home choice (hc). The cg stated she felt moisture at the home patient (hp)'s connection to the patient line. The cg was requesting end therapy assistance. The technical service representative (tsr) assistance as requested and the cg would restart with new supplies. Product surveillance (ps) spoke with the caregiver (cg) on (B)(4) 2012, regarding the leak. The cg stated the set had a slow leak by the patient line. The cg stated they started over with new supplies and the home patient (hp) completed therapy. The cg stated she must not have connected the line tight enough as there were no problems with the new supplies. The hp followed up with the peritoneal dialysis nurse (pdn) regarding the leak. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The condition of a leak was not confirmed and the cause was not identified because the sample was not returned for evaluation. The home patient did not clearly report any type of use error that might have led to the issue.

Manufacturer narrative:
(B)(4). The sample was discarded. Batch review results were acceptable for the lot number h12c14043. If additional information becomes available, then a follow up MDR will be submitted.